Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision of knee components - reason not reported.

Event description:
It was reported that a patient received a total knee arthroplasty (tka) on (B)(6) 2016. On (B)(6) 2017, an arthroscopy was done to help diagnose cause of patient's complaint of continuing pain. The devices were noted to be intact and well placed and the surgeon did not see need for any further action at the time. There was no additional information reported. This is one of two products involved with the reported event and the associated manufacturer report number 1038671-2018-00202.

Manufacturer narrative:
After further review of additional information received the following sections b4, b5, d4, g4, g7, h2, h4 and h6 have been updated accordingly. D7: device was not explanted. This device is used for treatment, not diagnosis. Corrected data: b5: describe event or problem and d7: explanted date.